Event description:
Broken needle got stuck in tissue (medical device complication) this spontaenous report, received from a diabetes nurse speicalists as "broken needle got stuck in tissue" concerns a pt using novofine needle 6 mm on connector with treatment for diabetes mellitus insulin-dependent. On an unk date, a novofine needle broke and got stuck in the tissue during injection. The needle was removed surgically the pt still uses novofine needles outcome is reported as "recovered".